Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. It was indicated that the patient did not use the overlay patch, which is off-label usage of the device. According to the patient, on (B)(6) 2025, the patient experienced a wearable failure and no longer wearing her wearable. During this time the patient was performing fingersticks to check her blood glucose (bg) levels. At around 2:30 am, the patient¿s bg dropped, and she began convulsing. The patient¿s husband called an ambulance which arrived 40 mins later. The patient was taken to the emergency room (ER) due to her low bg readings and hypoglycemia. The patient was unable to recall and provide any cgm or bg values. The patient was started on an IV, given zofran and other medications. The patient stated that some tests were performed (cbc with auto differential comprehensive metabolic panel), the patient was unable to recall the results. The patient was discharged from the hospital about 5 hours later. At the time of the call, the patient said she was fine. No product or data was provided for investigation. The problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.